Event description:
A physician reported a pt who was double skin tested on 8/5/97 and on 8/20/97; the results were negative for both tests. The pt received her first treatment in the nasolabial folds and the glabella on 10/2/97. On 12/4/97 the pt developed symptoms of redness, swelling and induration in the glabella. She reported on 1/19/98 that her first skin test site had become slightly red and swollen and was itching. On 1/29/98, she was seen by the physician, who diagnosed a hypersensitivity to collagen and prescribed a topical steroid and oral benadryl.